Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from taiwan alleged discrepant results for two patient samples while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged initially generated sars-cov-2 negative, influenza a negative, and influenza b negative results. The same samples were retested on same the cobas liat which yielded sars-cov-2 positive, influenza a negative, and influenza b negative results. Both positive results were reported. No harm was alleged. An investigation has been initiated and is ongoing. Per FDA¿s eua guidance, 2 MDR will be filed.

Manufacturer narrative:
Facility name truncated due to character limit : (B)(6). Investigation is in progress. A follow-up report will be filed upon the completion of the investigation. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system (B)(4), product code: qlt). The product catalog number for the test is 09211101190 and the UDI is (B)(4).

Manufacturer narrative:
The analyzer is performing stable and as expected for the whole dataset. There is no hardware problem identified that could have had an impact on result interpretation. Patient sample 1 appears to be a low titer sample that generated wavering results upon repeat. True amplification was observed for the sars-cov-2 target and no product problem was identified. Although a root cause could not be confirmed, it is possible that the discrepancy is due to sample handling/mix-up at the customer site as many other strong positive samples were observed in the customer¿s dataset. Patient sample 2 generated a CT near the limit of detection. This is indicative of a low titer samples. Samples at the limit of detection for the assay can generate wavering results. As the amplification observed is true amplification, the discrepancy appears to be related to the titer of the sample. In addition, the alleged kit was tested internally. The complaint allegation was not observed. Of note, the customer was unable to confirm the sample type and collection kit information. Updated device code from false positive result to non reproducible results.